Manufacturer narrative:
The device in question was returned to manufacturer as reflected in section D9. The investigation is not yet complete, investigation results are pending.The event is filed under internal KARL STORZ complaint ID: (b)(4).

Event description:
It was reported that both LED lights are dim. No negative impact in state of health reported.